Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 rtg0128281 (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that group b wasn't working because she couldn't feel stimulation at all on it anymore. Patient wasn't sure why this was happening but when she was asked if she's had any falls or trauma prior to the issue patient said yes, that she had fallen a few days before christmas 2020. Patient injured her back in the fall so she had to get an MRI. Patient's spine was swollen in 4 places post fall so she's taken medications and had trigger point shots and has epidural on february 2, 2021 coming up. During call patient ensured that stimulation was on on group b, it was on. Patient increased to 8.7 v and got "settings not available, cannot provide desired intensity settings" and still didn't feel stimulation. Patient said no matter what charge level ins was at (ins was at 60% during call) she still wasn't able to feel stimulation on group b. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said she's mentioned she was having issues with her device to hcp but nothing was done. Patient is going to call hcp to make appointment with a manufacturing representative (rep)